Event description:
Information was received that a smiths medical level 1 hotline low flow system has poor fluid flow, temperature isn't stabilizing and reaches extreme outside of tolerance range. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have an outdated pcb and power switch, corroded drain fitting, a cracked tank cover, and wear and tear damage enclosure, front cover, plate clip, and line cord. Device underwent functional testing by filing the tank with water, and powering it on. The reported customer complaint has been confirmed as the temperature was found to be unstable. This was a result of a faulty pcb. However, the problem source has been unable to be confirmed.

Event description:
Information was received that the issue was identified when the preventive maintenance was being performed.; no patient involvement.